Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: during the case, cutting became dull. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).